Manufacturer narrative:
Device 9 of 10. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that all wafers from one market unit had an off-centered starter hole. He had used some from the market unit and reported decreased wear time of a few hours to 2 days. His normal wear time was several days. No photo is available at this time.